Event description:
Related manufacturer reference number: 2017865-2021-36062. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. The patient presented for the scheduled procedure. During the procedure, it was noted that the right atrial lead had insulation damage. Both leads were explanted and replaced. The patient was in stable condition.